Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Pairing with nordic bluetooth device: passed. Transmitter functional tester: passed. Share log review: cgm inaccuracy found. The customer complaint was confirmed because a cgm inaccuracy was observed in the logs. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's daughter informed her grandmother that she thought the patient was low. The patient's grandmother went into the room and found the patient unconscious. The patient's mother tested the patient's bg and the value was 31 mg/dl and called 911. The patient's mother tried to wake the patient up to give her juice, but she was still unresponsive. The ambulance arrived about 10-15 minutes later and performed a finger stick and the patient's bg was 26 mg/dl. The patient began to have a seizure and the paramedics gave the patient intravenous (IV) therapy and liquid sugar. The patient became responsive and was monitored by the paramedics until she was doing fine. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.